Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side implant exchange due to concerns with the product and deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified; white calcification in shell(30%), yellow particles in shell, broken plug strap, fold creases. The leak test and microscopic analysis was performed which identified: a linear sharp opening on posterior side assessed as unidentified (tear) opening (a dimension measurement in the shell was performed which identify the thickness within specification), broken plug strap with striated edge assessed as surgical damage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. Broken plug strap with striated edge assessed as surgical damage.

Event description:
Healthcare professional reported right side implant exchange due to concerns with the product and deflation. Device has been explanted and replaced.